Event description:
Healthcare professional reported "deflation and wrinkling". Later patient reported "lump". Later patient reported "migraines, auto immune problems" and "no circulation to fingers, joint pain, hair loss, tear, looks like mold near the tear" which are not device related. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.